Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ rupture : observed, opening on the anterior side assessed as fold flaw opening. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. ¿ necrosis : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ white particles observed on the device. ¿ wear abrasion observed on the device. ¿ crease fold observed on the device. ¿ no penetrating nick ( stress marks) no further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side recall. Device has been explanted. Healthcare professional later reported seroma, rupture and capsular contracture baker grade unknown. Healthcare professional additionally reported ¿gravel-shaped¿ and ¿fat necrosis."

Manufacturer narrative:
H.6: e2327 (necrosis), f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic. Observed two devices but didn¿t label for side explanted and only observed a device with opening and the other appears to be intact. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The reported events of "capsular contracture, baker grade unknown," "granuloma," "seroma-late," and "necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown," "granuloma," "seroma-late," device rupture," and "necrosis."

Event description:
Healthcare professional reported left side recall. Device has been explanted. Healthcare professional later reported seroma, rupture and capsular contracture baker grade unknown. Healthcare professional additionally reported ¿gravel-shaped¿ and ¿fat necrosis."